Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex 3d deflectable videoscope had an error b30 (scope communication error). The issue occurred during reprocessing. There were no reports of patient harm, delay in procedure and no patient was under anesthesia.

Event description:
The reported issue occurred before the intended therapeutic cholecystectomy operation. The procedure was completed by using a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found the light guide tube had a leak due to a pinhole on universal cord, water tightness was lost. And the metal braid inside the bending cover was broken. The customer's allegation of "error message b30" could not be reproduced or confirmed. Therefore, a definitive root cause could not be established. This issue is addressed in the instructions for use (IFU): IFU: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.